Event description:
The customer reported experiencing several cartridge alarms with their device, and the pump eventually failed to start even after being charged for over two hours using various cables. No adverse impact to the customer's blood glucose level was mentioned as there was no additional data provided. Technical support was awaiting the return of the pump for further examination, and a replacement pump was arranged to be sent to the customer.